Manufacturer narrative:
Pump passed the self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 11:12:11.000. No unexpected low battery alerts listed in the pump trace download. Customers did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Unit communicated properly with guardian link transmitted and pump. The long trace history file confirms pump error 23 (post reset ram crc alarm) on (B)(6) 2025 06:02:24:000 pm due to software error. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case at battery tube side, fading serial number label and cracked battery tube threads. The p-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected power loss alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit communicated properly with guardian link transmitted and pump. The long trace history file confirms pump error 23 (post reset ram crc alarm) on 09/23/2025 06:02:24:000 pm due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. The customer also received a pump error 23 (post-reset ram crc alarm) and power loss alarm. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was done and the loss of communication issue was not resolved. The customer was also able to clear the pump error 23 and power loss alarm. No harm requiring medical intervention was reported. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.